Manufacturer narrative:
Results - calibration.

Event description:
It was reported by service report that the display reads "call maintenance" and the bed was stuck in trend. No pt involvement or adverse consequences are reported.